Event description:
It was reported that patient experienced adhesive issues event on (b)(6)2026 and cannula fell off due to sweat and hot weather

Manufacturer narrative:
Initial 1 of 5E1: Patient City: (b)(6) Patient Country: BelgiumName: (b)(6)Street: (b)(6) Based on the available information, this event is deemed to be a Reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545